Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace was found to have teflon pad damage. A piece of the teflon pad is broken at the distal end of the pad. The missing material was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the white jaw on the harmonic ace instrument broke off. The piece was retrieved without harming the patient. A new harmonic was opened to complete the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage prior to use. The instrument was dissecting tissue. The surgeon noticed the issue and discontinued the use. The instrument was 30 minutes in use. The surgeon did not notice any issues with the functionality of the instrument during surgical procedures. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment did not fall inside the patient during an instrument tip accessory collision. The surgical staff did feel resistance upon removal of instrument through the cannula. The wrist was straightened. The surgical staff did not notice any damage to the cannula after the event occurred. The surgical staff notice the instrument would not remove effectively. The fragment was still attached just starting to break off. The fragments were inspected. No additional surgical procedures. No post operative tests. The procedure was robotically completed. No patient injury. Patient did not return to the hospital.